Event description:
Procedure type: unk. According to the reporter: the outer sheath broke off, but it was recovered from the pt's cavity. The operating time and incision were not extended as a result. No pt injury was reported.

Manufacturer narrative:
(B) (4).